Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the femoral artery using perclose proglide devices. The device was prepared for use as indicated in the instructions for use. Reportedly, during device deployment in a 7-french sized access site, a needle-to-cuff miss was observed as the needle plunger did not successfully deploy to link the suture together. The device was removed and the sutures of additional proglide devices were deployed and set to the side. The access site was dilated to 22-french to match the outer diameter of the aaa delivery catheter. After conclusion of the aaa repair procedure, the suture from the additional proglide devices were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Indications for use. Reportedly, after the abdominal aortic aneurysm (aaa) repair procedure, the access site was dilated to 22-french to match the outer diameter of the aaa delivery catheter. The instructions for use (IFU) states under the indications section that the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Additionally the IFU states under special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patients whom introducer sheaths less than 5f or greater than 21f were used during the catheterization procedure.